Event description:
Films were received and reviewed as follows: the films were 'jpg' images from several cta studies pre-implant and follow-up; however, the resolution of the images was poor and no scale was visible therefore accurate measurements could not be made. Pre-implant films showed that the proximal neck was straight, but appeared to contain thrombus with moderate amounts of calcification. The aaa was also filled with thrombus. The distal neck (distal seal zone) was very small measuring 14 mm in diameter and appears lined with calcification. The left and right common iliac arteries acutely branched off laterally with moderate tortuosity and severe calcification. Cta's from 6 month follow-up showed the stent graft positioned from just below the renal arteries, extending into the distal aortic seal zone, just proximal to the aortic bifurcation. Within the mid-aaa sac, some thrombus (approximately 10% of the stent graft diameter) is seen lining the ID of the stent graft. No thrombus is seen within the distal seal zone and the iliac arteries are patent. The distal portion of the 24 mm stent graft (tube #2) within the distal neck appears compressed and has possibly infolded. Cta's from 9 month follow-up showed increasing thrombus formation within the stent graft compared to earlier study; now >50% occluded beginning at the renals and extending into the distal neck. The distal portion of the 24 mm stent graft appears compressed to approximately 30%, and has likely infolded. No thrombus/occlusion is seen distal to the stent graft and the blood vessels down to the legs appear patent bilaterally. The cause of the thrombus may be due to stent graft compression of the 24mm od stent graft within the small diameter (14mm) and severely calcified distal neck.

Event description:
The stent grafts were explanted during surgical conversion. The distal aorta (distal seal zone) was 14 mm in diameter and 30 mm long. Two endurant tube stent grafts, a 28x28x70 and a 24x24xc82, were implanted within the abdominal aorta. An additional 28x28x82 tube stent graft was then placed between the two previously implanted tubes in order to prevent a possible type iii separation endoleak. No device issues were reported during the implant or at initial follow-up's. From the examination of the returned stent grafts and the clinical information provided, the cause of the stent graft thrombosis could not be determined. Films were not provided and the stent grafts were returned detached from each other; therefore the in-vivo configuration of the stent grafts could not be assessed. Additionally, the stent grafts were each returned cut their entire length. Other than these fabric excision cuts, no stent graft integrity issues were observed. The stent grafts were also confirmed to have met all endurant manufacturing specifications prior to shipment. It is possible that the formation of the thrombus may have occurred due to stent graft fabric infolding caused by the overlapping of the 3 implanted stent grafts, but this could not be confirmed as films were not available and the location of the overlapping components are unknown. It is also possible that the thrombosis occurred due to a patient condition.

Manufacturer narrative:
(B)(4). Method: (film). Results: patient's condition affected effectiveness of device (calcified distal neck). Conclusion: device failure/lack of effectiveness related to patient condition (calcified distal neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm approximately 10 months ago. The aneurysm was located between the renal arteries and extended to proximal of the aortic bifurcation. The aortic neck was 24-22 mm in diameter and 10 mm in length. The right external iliac artery measured 6.5 mm in diameter and the left external iliac artery measured 6 mm in diameter. The neck angle was 20 degree. A bifurcated stent graft was not implanted and the patient was treated with an endurant cuff (B)(4) a (B)(4) and a (B)(4) iliac extensions in the abdominal aorta and not extended into the iliac arteries. During a routine follow-up it was reported that the iliac limb (B)(4) thrombosed due to an expanding blood clot which was attached to the proximal portion of the stent graft. The thrombosis extended to both legs. Per the physician the cause of thrombosis was due to the wrinkles in the stent graft of the 2828. The physician elected to explant all the stent grafts and sewed in a dacron graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion, removal of implant). Unapproved use of device (treatment of a patient for an abdominal aortic aneurysm without the use of a bifurcated stent graft). Evaluation conclusion: operational context contributed to event (treatment of a patient for an abdominal aortic aneurysm without the use of a bifurcated stent graft).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.